Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that there was slight lead migration in both leads. The left lead migrated from the top of t8 to the bottom of t7 and the right lead migrated from the middle of t8 to the top of t8. The outcome was noted as recovered/resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4). Pertain to product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s low back pain had worsened/increased from baseline on vas 61/100 from 55/100. It was noted that the event was not related to the study procedure, not related to the neurostimulator, not related to the leads, not related to the external study device, and not related to the spinal cord stimulation therapy; however, it was noted that interventions included interrogating the device, reprogramming, and x-ray diagnostic testing, which showed there was a slight lead migration. Reprogramming was conducted and the outcome of the event was noted to be recovering/resolving. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2018. Product type lead product ID 977a260 (B)(4) implanted: (B)(6)2018 product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that both of the leads migrated slightly. The hcp stated that the device was reprogrammed, and therapy was optimized. It was noted that since there was only a slight migration, no intervention was necessary. No further complications were reported or anticipated.